Event description:
Customer states she discovered a leak in the spirit combo insulin pump cartridge chamber. Customer is unsure if the leak originated at the plunger area of the cartridge, or near the adapter. No adverse event reported. Informed the customer that adapter and cartridge will be replaced due to leak.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.